Event description:
Customer performed a blood glucose test at 8pm and received a result of 240mg/dl. The customer passed out and was taken to the hosp and was admitted. The customer states that they were unable to determine whether they passed out due to insulin, or complications from having their pancreas removed. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.